Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned to the service center for evaluation. The customer¿s complaint of ¿the high intensity light is not generating¿ due to worn out slider switch inside the scope socket. This also, cause a poor connection. The olympus lamp life meter was reading at 300+hours an light intensity output measured within range. Dents and scratches were noted on the front panel. There was corrosion noted on the lamp door.

Manufacturer narrative:
The device was not returned to the service center for evaluation. The cause of the reported event cannot be determined at this time.

Event description:
The service center was informed that the main lamp would not ignite during maintenance. The user switched the ignition from automatic to manual and still not able to get the main lamp to function. The user reported the turret was making a clicking noise and then fell back to spare lamp. The lamp was at 200 hours. No error codes were observed. While troubleshooting, the user tried the scope on another set-up and there were no issues. There was no patient involvement reported.